Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. We were unable to perform the functional check including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, displacement, self-test, a21 test, and all operating current measurement due to the blank display. The pump was received with a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 6.8 mmol/l at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated there is fogging and a few discrete drops. The customer has been wearing the insulin pump under her leggings. Customer stated there is moisture under the lcd screen on the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.